Event description:
It is reported that the tip of the cannulated screwdriver broke off in the screw head and had to be retrieved.

Manufacturer narrative:
(B) (4). Evaluation summary: according to the complaint, the cannulated hex screwdriver tip broke off during insertion of a uls screw. It is not known how the surgeon used the driver and if the driver might have been overloaded during use. Sem analysis indicated that the tip fracture resulted from overloading - eccentric loading not caused by torsion. There is too little information provided regarding product usage to determine a potential root cause of failure. As returned, the hex tip of the instrument has fractured off. The instrument was found to be conforming where it could be measured and the device history records did not contain any anomalies. The instrument has a potential field age of approximately 16.5 months at the time of failure. Sem analysis was performed which indicated an overload fracture which was not caused by torsion.